Event description:
On 2001 plasma center received a phone call from the ER at the local hospital wanting to inform the center that a plasma donor from their facility had been seen at the ER . The donor was worried because they had blood present within their urine. Donor indicated to ER facility that donor had a plasmapheresis procedure performed at this plasma center earlier that afternoon. Donor was under no medications at the time of the attempted plasma donation. Donor had no health issues with the exception of a heat-related fainting episode which occurred several months prior donating at this plasma center. Donor attempted to donate in 10/01, however a high pulse reading deferred donor from donating that day. Investigation on the donation revealed the following: donation was beginning a draw cycle from the donor when the technician noticed red plasma coming down the plasma line. A hemoglobin detect alarm occurred simultaneously with the visual red plasma as seen by the technician. Donor was immediately disconnected and the plasmapheresis procedure was terminated. There were no venipuncture issues related to this procedure and no other alarms occurred on the plasmapheresis instrument. There were no concentrated cells present within the reagent reservoir, therefore the donor was not a cell loss. Saline was not administered by center personnel. Technician instucted donor to drink plenty of fluids for that afternoon. Donor left the center in stable condition with no further incident. The technician also mentioned that the donor's plasma was not bloody prior to the draw cycle which displayed the hb detect alarm. Total length of procedure was estimated by center as being 1 hour. No info was available by center regarding treatment, if any, that was performed at the emergency room for this donor.